Manufacturer narrative:
The lot history report for the device was reviewed and showed that this device met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Bleeding and perforation events are known potential adverse effects, that can occur during any invasive procedure. The device was not returned for analysis. Based on the limited evidence, no conclusive root cause could be found. The report of patient expiration the same day of implant was ascertained as being related to the procedure. As an autopsy was not performed, a conclusive assessment of the relationship between the event and the device could not be reached. A procedure-related death is an inherent risk when the patient condition is such that a percutaneous aortic valve (pav) is needed to sustain cardiac function, and it can occur despite an ideal implant procedure or device functionality. There was no indication that a malfunction or misuse contributed to the reported events, nor did the lot history review identify any manufacturing issues that would have impacted this event.

Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation. Should the product be returned, a follow-up report will be submitted. Attempts to obtain additional information have been unsuccessful. (B)(4).

Manufacturer narrative:
Additional information received states that the physician felt the retroperitoneal bleed was due to the wire/delivery catheter system (dcs) with the valve attached going around the aortic arch and rubbing causing perforation. Once the bleed was identified the patient was brought back to the operatingroom same day post-op to convert to an open repair. Subsequently the patient passed away same day of surgery. No autopsy will be performed and the device will not be returned for analysis. Without the return of the product, no definitive conclusion can be made regarding the clinical observation. Should the product be returned, a follow-up report will be submitted. Investigation is in process, once the investigation is complete and if additional information is noted a supplemental report will be submitted.

Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve, the patient arrested and was unable to be resuscitated, the cause was unable to be determined at the time. Subsequently, pathology revealed the patient expired due to a retro-peritoneal bleed, which was undetected during the immediate post implant time.